Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient is to undergo hip revision due to instability.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). The constrained liner was returned for review. Visual inspection shows that one of the two tabs of the liner had fractured off at the base. The fractured piece was also returned. The inner dome of the liner also signs of removal damage. Damage was too severe for dimensional analysis. Device history record review identified no deviations in the manufacturing process related to this event. DHR review of the liner shows all devices were cmm measured, with 100% inspection at the time of manufacture. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. It is not known from the follow up if the liner was used in a compatible combination, as information regarding the femoral head implanted could not be obtained. Patient has had a history of subluxation from two previous implant combinations prior to the reported event. Follow up information also states that the patient had part of their acetabulum destroyed from a failed competitor acetabular cup. No additional relevant medical history is provided and adherence to rehabilitation protocols are unknown. Operative notes for the revision surgery were not returned. It was stated in the follow up that the constrained liner in this complaint was originally damaged during implantation, and was exchanged with a new liner during this revision surgery. A specific root cause cannot be determined with certainty.